Manufacturer narrative:
The customer¿s report that the tubing separated at the y-port was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation from the outlet port of the distal smartsite near the male luer. No other abnormalities were observed. Examination under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was deemed unnecessary due to the separated tubing and the leaking that would occur. Dimensional analysis was performed and found the outside diameter of the tubing measured to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that medication was hung on this tubing at 1050. Approximately 20-24 hours later the nurse noticed the patient had blood all over his arm/linen in the location of the IV. Upon further investigation, she discovered the IV tubing had completely come apart right near the y port closest to the patient connection. It does not appear to be torn or shredded, looks as if it fell out. There were no adverse effects caused to any patients from the events.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that medication was hung on this tubing at 1050. Approximately 20-24 hours later the nurse noticed the patient had blood all over his arm/linen in the location of the IV. Upon further investigation, she discovered the IV tubing had completely come apart right near the y port closest to the patient connection. It does not appear to be torn or shredded, looks as if it fell out.